Manufacturer narrative:
Additional information d9, h3, h6. H10: the device was received for evaluation with the original cap on the dark blue connector and the white twist clamp in opened position. Visual inspection with the naked eye and magnification did not identify any abnormalities that could have contributed to the reported condition. The twist sleeve lead in and detent (notch) were present. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing, and no issues were noted. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was "too tight"; the set was "unable to open and close". This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.